Event description:
The customer reported that the ventilator was alarming due to a high oxygen supply pressure. The customer reported there was no patient harm. The customer reported there was 145 psi of pressure noted on the screen in diagnostic mode. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the data acquisition pcb board to address the reported problem. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.

Manufacturer narrative:
Device is out of warranty; no request by customer for manufacturers service. Out of warranty; no request for mnf service.